Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging call service alarm issue. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow up #2 10/19/2016 device evaluation. The pump has been returned to animas and evaluated on 09/30/2016 with the following findings: there were no call service alarms observed in the pump¿s black box history. The pump was able to perform the prime steps with no issues. The pump was exercised for 24 hours with no call service alarms duplicated. Unrelated to the initial allegation, the battery compartment was cracked.

Manufacturer narrative:
(B)(6).